Manufacturer narrative:
Per the user guide; check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (225 mg/dl) due to the pump basal rates were not correct. Customer corrected the basal rate. Customer declined to provide further information.